Manufacturer narrative:
0

Event description:
This serious spontaneous device report was received from a physician in the united states. The patient, an (B)(4) female was hospitalized after the second euflexxa injection (1% sodium hyaluronate) for an unknown indication (lot number: unspecified. Expiration date: unspecified.). On an unspecified date, the reporting physician stated that sometime after the patient received her second euflexxa injection, the patient was hospitalized. It was unknown if the hospitalization was related to the injection. At the time of reporting, it was unknown if the patient recovered from the event. It was unknown if the patient received the third euflexxa injection. Medical history was not provided. Concomitant medical was not provided. Sender comment: limited information precludes a complete assessment of this case. Additional information will not be available since the reporting physician refused to be contacted.